Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed during product evaluation. The root cause of this condition was assigned to a faulty main display. The upgrades were performed and the main display was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and did not find similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of a "display defective." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.